Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure, the valve of the device fell off during the procedure. Another device was used to complete the procedure. There were no adverse consequences for the patient. Because the patient had (B)(6), the device was discarded.